Event description:
According to the reporter, during an intrapelvic tumor resection (sarcoma) procedure, 9 of 10 firings for intrapelvic tumor resection (sarcoma) were successful. At the second firing in question, for small intestine resection, the surgeon fired the device and the knife resected the tissue, however no staple was fired on it. No staple fell into the cavity, either. Then the surgeon clamped the cut end of small intestine with forceps and sutured it manually. Oozing bleeding occurred as a result of the issue. The status of the patient is no problem.